Manufacturer narrative:
Failure investigation is still in progress.

Event description:
The customer reported that they were experiencing intermittent signal loss.

Manufacturer narrative:
The customer reported that they were experiencing intermittent signal loss. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.